Event description:
It was reported that the transmitter was overheating. The product was evaluated. An exterior visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. Performance data was not provided. The allegation was confirmed. The allegation could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wearable was producing shock. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.